Manufacturer narrative:
(B)(4). Potential lot numbers are r16b16061 expiration date 02/16/2021, r16a13052 expiration date 01/13/2021, and r16b24032 expiration date 02/24/2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked due to ruptured tubing. This occurred during infusion with a non-baxter infusion pump. Blood and contrast media did splash into the patient's eyes. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture dates: r16b16061: 02/17/2016, r16a13052: 01/14/2016, r16b24032: 02/25/2016-02/26/2016. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage underwater testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.